Event description:
On an unknown date, a patient in bulgaria underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In 2024 the patient experienced pain of an unspecified location and the peg tube began to "sink" inward with the inability to withdraw. The patient was admitted to a gastroenterology ward and a gastroscopy revealed the passage of the peg tube through the pylorus and the presence of a decubital ulcer of the pylorus was established. When removing the inner tube (j tube), a bezoar was established. At the discretion of the gastroenterologist, no new internal tube was inserted due to the decubital ulcer and unspecified therapy was prescribed. The inner tube was discarded and a new inner tube was scheduled to be placed 3-6 months. On (B)(6) 2024, the procedure for change to the tubing was carried out.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer and bezoars are known complications of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.